Event description:
The customer reported that the rotator on the hemostasis valve broke during use. This occurred twice. No harm or injury was reported. This is one of two reports for this complaint; 9616662-2011-00032.

Manufacturer narrative:
Device eval: the eval has not been completed. A review of the device history record did not reveal any exception documents. The customer did not specify if this was the initial use of the device. A follow-up report will be submitted when the eval has been completed. Eval, method: device history record was reviewed. Conclusions: a follow-up report will be submitted when the eval has been completed.